Event description:
It was reported that the customer received a motor error alarm and an e70 alarm on the insulin pump. Customer stated they are unable to rewind the insulin pump. Advised the customer to discontinue the use of the insulin pump and revert to a back-up plan. The blood glucose reading was 14.8mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. The insulin pump was received stuck in a motor error alarm during the bolus delivery loop. No motor encoder position error alarm could be verified due to the erased history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.